Manufacturer narrative:
Service provider reported the end-user came to their facility with claims of the caster fork having detached from the device, allegedly causing the end-user to lose positioning and fall out of the seating to the ground. The service provider reports having inspected the device and found all of the forks were installed and secured accordingly. The end-user claims after the event occurred, a passing motorist stopped to help them up and re-installed the fork assembly on to the device so the end-user could continue home. A permobil representative inspected the device and noted the caster wheel on the fork which was reported to have detached shown extensive wear to the caster which would indicate excessive side-side movement, i.e. Flutter. Inspection of the remaining 3 fork assemblies shown the mounting hardware to be secure with a normal wear pattern showing on the caster wheels. It was inquired from the end-user if they had noticed any abnormal issues with the device prior to the event, to which the end-user was reported to not having any recollection. Inspection of the fork assembly did not show any signs of a component failure having occured as all hardware was stable and secure. At this time, it remains unclear as to the probable reason why the fastening hardware had loosened allegedly allowing the fork to detach. Dealer has discussed with the end-user the importance, and need, to report any abnormal driving characteristics i.e. Fluttering, as soon as possible. Review of failure modes for this model indicates this to be an isolated event. Permobil will continue to monitor for trending. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Reports received claim as end-user was transitioning from the sidewalk in to a crosswalk, the front left caster wheel fork detached from the suspension arm. This allegedly caused the front of the device to dip downward, allowing the end-user to lose positioning and fall out of the seating to the ground. Reports indicate the end-user suffered minor injuries as a result.